Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
The customer reported via phone call of high blood glucose readings and excessive no delivery alarms from the insulin pump. The customer's blood glucose reading was 600+ mg/dl. The customer treated with a bolus. The customer was assisted in performing a 5.0 unit fixed prime. The customer stated that the insulin did exit and the pump did not alarm on delivery. The insulin pump will be returned for analysis.